Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in bvvi reset mode at time of implant. A software download was implemented, and the device was restored to normal functionality. No adverse events were reported.